Manufacturer narrative:
Section d10 references: product ID th91d01 lot# serial# unknown implanted: explanted: product type mobile platform. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp), via the manufacturer¿s representative (rep), who reported a patient had an upcoming MRI, but going through MRI mode they got a message not to proceed with MRI after tested impedances. It was unknown what led to the issue and there were no recent falls noted. The patient was referred back to their dbs clinic to test impedances at 1 ma.

Event description:
Additional information received from the manufacturer¿s representative (rep), which was confirmed with the healthcare provider (hcp), reported the cause of the message wasn¿t determined. It was unknown what the impedance values were at this time as the patient was currently refusing to see their healthcare provider.

Manufacturer narrative:
Continuation of d10: product ID th91d01 lot# serial# unknown implanted: explanted: product type mobile platform medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.